Event description:
It was reported the dcb00 model intraocular lens (iol) was fully inserted into the patient's operative eye. The iol was removed and the procedure was completed successfully using a sulcus iol. There was no quality issue with the iol and no patient injury however, vitrectomy/micro surgical technology (mst) kit was required to cut out the iol. No further information is available.

Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h6- health effect - impact code: 4625 used to capture vitrectomy. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.